Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer treated the high blood glucose with a manual injection. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was informed that there may have been an issue with the insertion site or bent cannula. The customer also expressed issues with the sensor glucose and blood glucose readings being different. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.